Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a tear in the device occurred. A left atrial appendage (laa) closure procedure was performed. This 27mm watchman ® laa closure device & delivery system was selected for use. One partial recapture was completed. After meeting criteria, the device was released in the laa with a complete seal noted. Forty five days post procedure, a follow up transesophageal echocardiogram revealed a high velocity jet with flow on the top of the fabric cap of the device, which measured less than 1mm. It was noted that the fabric may have been torn. No patient complications were reported and the patient's status is fine.